Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from a patient¿s left eye in a secondary surgical procedure due to an unspecified reason. Another johnson & johnson iol of the same mode, but different diopter (22.0) was implanted as a replacement. No other surgical or medical interventions were reported. It was indicated that the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 18, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: a cut piece of the complaint lens was received submerged in an unknown solution inside a specimen cup. No other device components were received. Visual inspection under magnification revealed a cut piece of the complaint lens was received. No other defects could be observed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received from the account and the following field was updated accordingly: section b5: no pre-existing medical history issues with the patient reported. There was no patient injury and the patient outcome was reported to be good. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.